Event description:
It was reported that during a stenting procedure in the right internal carotid artery extending into the right common carotid artery, the patient experienced slurred speech and left sided weakness. By the end of the procedure, the slurred speech had improved but the left sided weakness continued. A stroke code was called and CT scan of the head performed which showed a hypodensity in the right middle cerebral artery. Neurology was consulted and the patient was diagnosed with an acute stroke. Due to the patient's high risk status the treatment was to continue plavix. On (B)(6) 2011, the patient's condition progressively declined; developing altered mental status with a nihss of 25 and a high fever of unknown origin which was treated with tylenol. The patient was intubated on (B)(6) 2011 with a poor prognosis. The patient's condition continues but improved and was discharged to a rehabilitation/skilled nursing facility on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke, weakness and fever are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.